Manufacturer narrative:
B5: previously stated the lens was explanted and then replaced on (B)(6) 2020. Correction: the lens was exchanged on (B)(6) 2020. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned with liquid in a microcentrifuge vial. Visual inspection found the haptic torn and broken. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
Pt info: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -6.5 diopter, into the patient's right eye (od) on (B)(6) 2020. Reportedly, the lens was explanted and replaced on (B)(6) 2020 with a same size different diopter lens due to refractive surprise. The problem was resolved. The cause of the event is reported as device.